Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized following a ventricular fibrillation (vf) episode and the device was beeping. Upon interrogation, error codes indicating the capacitor charge time has exceeded the limit and a shock lead shorted were noted. Shock impedance measurements less than 20 ohms were noted on the right ventricular (rv) lead. Boston scientific technical services (ts) and engineering reviewed the device memory and confirmed the device shocked into a shorted lead fault and the first charge time exceeded fault occurred within the same day. The second charge time exceeded fault caused the battery status to declare end of life (eol). It was recommended that the device and rv lead be explanted and replaced. This device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.